Event description:
It was reported that during the chemotherapy infusion, patient noticed arm getting swollen, also patient's shirt was soaked with the chemo drug. Assessed PICC, flushed line with ns, noticed a small hole/cut in PICC catheter approximately 9cm from the hub." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.